Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was also analyzed. Analysis of this data showed the battery indicator signifying that it is time for device replacement. It was noted that eri (elective replacement indicator) triggered on (B)(6) 2015. (B)(4).

Event description:
It was reported that the device reached eri (elective replacement indicator). It was noted that the patient was seen in april of this year and the device at that time had an estimated eighteen months remaining on the battery. The device shows to reached eri in (B)(6) of this year and the outputs were high with no observations. The device was explanted and replaced. No patient complications have been reported as a result of this event.